Event description:
It was reported that the device had failed plunger force accuracy. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed plunger position accuracy/ error code 351.6640 was confirmed. On 23-mar-26, syr received unboxed and with paperwork. Unit received in with error code 351.6640. Plunger head ribbon cable damaged. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace fpc assembly. Failure investigation report attached to sales force. Root cause: plunger head ribbon cable damaged by workmanship at bd manufacturing. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.